Event description:
Distributor reported that when the user facility attempted flushing saline through the valve before implantation, saline did not flow smoothly. There was no other information available.